Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02274. It was reported that the patient presented experiencing no symptoms. Upon interrogation, it was noted that the atrial lead exhibited loss of capture and loss of atrial sensing and the right ventricular - rv lead exhibited high capture threshold. An x-ray and fluoroscopy were performed and the atrial and rv leads were found to be dislodged. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.